Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored. Reportedly, a cartridge change was performed resolving the issue. There was no impact to the customer¿s blood glucose.